Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the system broke during procedure, device set apart and take another device.

Manufacturer narrative:
Product inquiry stated the reconstruction nail as subject product. The reported event was not confirmed. An investigation of the product itself was not possible because not returned for unknown reasons. Neither was a medical record provided. As no item was returned function and dimension could not be checked. No deviations were found during review of the manufacturing documents (DHR). The nail was documented as faultless prior to distribution. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. Based on the information given the root cause of the reported event cannot be determined. No non-conformity was identified. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened. Based on available information a deficiency of the nail could not be verified.

Event description:
It was reported that the system broke during procedure, device set apart and take another device.